Event description:
It was reported that the onset of the infection was (B)(6) 2013. Perioperative antibiotics were administered. The patient experienced fever, redness, swelling, and pain at the pocket site. A culture was obtained and was (B)(6). The patient was treated with oral antibiotics and the entire system was explanted. The infection reportedly resolved.

Manufacturer narrative:
Product ID 3093-28 lot# va083g4, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).